Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a zyston curve spacer advanced too far anteriorly while it was being installed into the disc space from the right side of t10/11. The surgeon attempted to remove the spacer, however, the metal insert that allows the spacer to turn in the disc space broke out of the spacer. The insert was removed but the remainder of the spacer remains implanted. The procedure was delayed for 15 minutes.

Manufacturer narrative:
Corrections in b1, b2, d9, h1, and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed two fragments of the spacer and the metal connection stud were returned. Additionally, x-ray images were provided where the tantalum markers can be seen protruding from the disc space, confirming the device misalignment. Root cause: this event could possibly be attributed to off-axis or excessive forces applied during realignment or removal. DHR review: the DHR was unable to be located. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a zyston curve spacer advanced too far anteriorly while it was being installed into the disc space from the right side of t10/11. The surgeon attempted to remove the spacer; however, the metal insert that allows the spacer to turn in the disc space broke out of the spacer. The insert was removed but the remainder of the spacer remains implanted. The procedure was delayed for 15 minutes.